Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room on (B)(6) 2017 due to elevated blood glucose bg levels (245 mg/dl). Reportedly, the customer was showing signs of dizziness and slurred speech. While the customer was in the emergency room the customer's bg's dropped to 34 mg/dl. Customer was taken off the pump and given glucose. Customer was hospitalized due to bg levels fluctuating (34 mg/dl to over 500 mg/dl). During troubleshooting with tandem technical support it was found that the pump time was inaccurate. Reportedly, the customer was traveling and forgot to adjust the pump time when they returned from traveling. On (B)(6) 2017 the customer reported they has been released from the hospital and "everything is great". However, they did not provide and exact discharge date.